Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line in the cartridge and infusion set tubing. The customer's blood glucose level was 137 (mg/dl). The customer declined to prime the tubing to clear the air bubbles during troubleshooting with tandem technical support.